Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient was sweating, mumbling, staggering, and dizzy. He lost consciousness and was brought to the hospital by an ambulance. He regained consciousness in the hospital when personnel were trying to give him sugar and sweets to eat. He was unaware of his surroundings, and remembered few event and treatment details and no bg or cgm values. He was confused, and he said he was told that the cgm value was lower than the bg meter value obtained by emergency medical services (ems). After his bg level stabilized, he was discharged the following day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.